Event description:
Reference number: (B)(4). Event occured in the united kingdom. The patient reported an incident on (B)(6) 2025 where her blood glucose levels reached 25.9 mmol/l (or 466 mg/dl), necessitating a visit to the emergency room. While the customer didn't report specific symptoms, she appeared visibly unwell. Upon testing, her ketone levels were found to be 2.7. During her hospital stay, insulin was administered manually. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-05660), was submitted on 04-april-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.